Manufacturer narrative:
Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. This event occurred outside USA. (B)(4).

Event description:
The customer reported the system displayed the message indicating system unable to work, as soon as the tech exposed and captured 3rd image of the screen which was divided into quarters. After closing the windows dialogue of error message by clicking the corner of it, system went down and remained recovery mode. Patient had to be image retaken, it is resulting in excessive radiation exposure.